Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring seal was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a large leak that would cause a loss of ability to ventilate. There was no patient involvement.